Event description:
Pt reported a downstream occlusion error on her cadd solis pump, pt stated that her clamps are unclamped, tubing filter is closer to pt and orientated correctly, pt denies any kinks in the tubing. Nursing supervisor, (B)(6), advised pt to switch to back up pump, if still alarm for downstream occlusion, it could be a faulty cassette, then pt should make new cassette. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Serial number unknown. No additional information is available at this time. " did the reported product fault occur while in use with the patient? No; " did the product issue cause or contribute to patient or clinical injury? No; " if yes, was any medical intervention provided? N/a; " is the actual device available for investigation? Yes, upon patient return, " did we replace device? No; " did the patient have a backup device they were able to switch to? Yes; " if yes, was the patient able to successfully continue their infusion? Yes; " is the infusion life-sustaining? Yes; " what is the outcome of the event? Ongoing? Ongoing. Diagnosis for use: pulmonary arterial hypertension.